Event description:
Complainant alleged that while attempting to treat a patient the device intermittently failed to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.